Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure six days prior. According to the complainant, during the procedure, it appeared the prolieve system was malfunctioning, apparently experiencing temperature sensor issues. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.